Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, disassembly, femoral loosening, or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. D4: corrected, g4: corrected, h6: corrected health effect, medical device, component, and investigation clinical codes.

Event description:
As reported via legal documentation, a patient had right knee replacement on (B)(6) 2014. They subsequently underwent right knee revision on (B)(6) 2023, approximately 9 years after their initial procedure. Preoperative x-rays showed increasing lucency along the anterior portion of the right femoral prosthesis, suggesting loosening, as well as severe profound osteolysis and radiolucencies around both components. Intra-operative findings reported include extensive wear posteriorly on the femur and some undersurface wear. It was noted that the tibial polyethylene component was not engaged in the locking mechanism and the metal cap covering the tibial tray holes had become loose. Extensive synovitis and extensive osteolysis were also reported. There is no other patient demographic or medical history available. There is no additional information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.